Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The team placed the cp via a non-manufacturer approved or provided 16fr sheath. The limb became ischemic and the ECMO circuit was utilized along with a perfusion catheter line to perfuse the limb. The team eventually made decision to explant the cp and limb resolved. The patient remained on extracorporeal membrane oxygenation support.